Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician energized the stent and gained access to the cyst. When attempting to release the first flange, it failed to deploy. The physician tried shaking the stent, but it did not work. The stent was removed, and it was noted to be partially deployed. The procedure was completed by replacing and using a different device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician energized the stent and gained access to the cyst. When attempting to release the first flange, it failed to deploy. The physician tried shaking the stent, but it did not work. The stent was removed, and it was noted to be partially deployed. The procedure was completed by replacing and using a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: the device was not returned; however, media analysis was performed on photographs provided by the complainant where it was possible to observe the stent partially deployed. Media analysis confirmed the reported event of stent partially deployed as the stent was observed in this condition. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Based on the information available and without proper evaluation of the device, the investigation concluded that the additional reported event of sheath difficult to retract cannot be confirmed due to the lack of evidence. It is unknown if this clinical observation was due to the technique used during the procedure, anatomical conditions or related to device malfunction. Therefore, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician energized the stent and gained access to the cyst. When attempting to release the first flange, it failed to deploy. The physician tried shaking the stent, but it did not work. The stent was removed, and it was noted to be partially deployed. The procedure was completed by replacing and using a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks h7, h9 and h11 have been updated. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: the device was not returned; however, media analysis was performed on photographs provided by the complainant where it was possible to observe the stent partially deployed. Media analysis confirmed the reported event of stent partially deployed as the stent was observed in this condition. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Based on the information available and without proper evaluation of the device, the investigation concluded that the additional reported event of sheath difficult to retract cannot be confirmed due to the lack of evidence. It is unknown if this clinical observation was due to the technique used during the procedure, anatomical conditions or related to device malfunction. Therefore, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.